Manufacturer narrative:
This device is used for treatment not diagnosis. The complete spiral grooved tip of the drill bit is broken off and missing. The measurable dimension of the broken drill bit was checked and found to be in compliance with (B)(4). The examination of the raw material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with (B)(4). The fractured surface is homogeneous and shows the typical view of a forced rupture. The microscopic view of the broken surface does not show any anomalies of materials structure which indicates material conformity as well. We assume that the tip broke off during a mechanical overloading situation. Various circumstances may led to the breakage such as exposing to extended lateral stress, contact with other metallic parts or blunt cutting edges. This device was manufactured and distributed in mid 2007, the condition of the cutting blades before surgery is unknown. Manufacturing and inspection records indicate no problems with the lot in question. No product related fault could be detected.

Event description:
Hospital in (B)(6) reported that the drill bit broke while surgeon was drilling the left femur condyle. The surgeon decided to leave the 4.5cm tip of the drill bit in the patient. The procedure was completed.